Event description:
It was reported that the patient was experiencing stimulation in the wrong spot due to lead migration. The patient underwent an explant procedure. The explanted device components were not returned per hospital policy.

Manufacturer narrative:
Exact date unknown, event occurred few months from the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 18253506 / 18253506.